Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing become detached while the patient was unraveling his infusion set. Patient's blood glucose level was 150 mg/dl at the time of this event. Reportedly, he did not notice any damage when the package was first opened. No further information available.